Event description:
It was reported the patient experienced a loss of therapeutic effect and the stimulation was not controlling pain in the back and legs. The patient also reported the stimulation felt "different." The stimulation was tingling more than normal. There was no known incident related to the onset of the change in stimulation. Three days prior the patient noticed the ins moved and could now feel the "point of the device." The device is implanted near the buttock. Additional information has been requested, but was not available on the date of this report.